Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a loss of therapeutic benefit and that the system does not help with control. The patient stated that she has increased as far as she can on the current program because if she goes any higher it gets uncomfortable and painful. The patient had not yet tried to change programs and was then assisted in changing from program 4 at 5.55 to program 1 at 4.1 where the patient confirmed feeling stimulation in the correct location. The patient was advised to follow-up with her healthcare provider (hcp) if her symptoms do not improve. The patient described the onset of the lack of therapy as "over the last 5-6 days maybe." In a later call on the same day, the patient reported a burning sensation in the rectal area. The patient stated that "it is hot," "it feels raw," and "like the skin was burned." The patient was assisted in decreasing stimulation on program 1 and program 2, neither of which resolved the issue. The patient then changed to program 3 and decreased stimulation to 1.1 and stated that it "wasn't as bad." The patient was advised to follow-up with her hcp if the sensation continues to bother her. The patient stated that she did not have a managing hcp at the time, but would find one. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that no circumstances led to the loss of therapeutic benefit and burning/heating in the rectal area. The patient mentioned that they changed the device programming an attempt to solve the problem. The patient noted that the burning issue and lack of therapy occur once a week to every several weeks to several times a week. The patient will consider seeing a doctor if the symptoms persist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.